Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular movement (trajectory) with the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr), with a grade of 3. The cds was advanced into the patient anatomy. It was noted that the while the m-knob was in neutral, it was at the 6 oclock position, and not at the normal 9 oclock position. Due to the position of the m-knob, more m was applied which impacted the m/l trajectory across the mitral valve. The knob was turned more than 180 degrees and the cds was curved more than 90 degrees. The clip was implanted, reducing the mr to 1. Per physician, this issue may have impacted the outcome of the procedure, as the leaflets may have been grasped at any angle, as opposed to being perpendicular to the usual plane of the valve. Grasping at an angle may impact ability to fully approximate tissue and may result in not completely sealing off the leaky portion of the valve. There was no adverse patient effect and no reported clinically significant delay. Additional information was requested. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use (IFU) instructs not to deflect the sleeve tip more than 90 degrees. The deviation from the IFU did not likely contribute to the reported issues. All available information was investigated and the investigation concluded that the reported mechanical issue of the knob is a normal function of the device as the position of the knob does not need to be at 9 oclock. There are tolerances for where the m knob is set and there can be some variability of knob positioning. The user applies m based on what they see on tee/fluoro. The difficulty positioning the device and subsequent user error was due to the position of the m-knob and the application of more m, which resulted in the irregular movement. There is no indication of a product quality issue with respect to manufacture, design or labeling.